Event description:
Caller reported a malfunction on the pump, specifically displaying malf 12, but there were no notable events that occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer continued to use pump for insulin therapy.